Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image with white dots, the coupler unit damaged, and the cable unit cut and twisted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had fall damage, only half image. There were no reports of patient harm. The customer was sent a loaner device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the noise on the image was caused by a faulty cable. As to the cause of the faulty cable, water likely entered the device from the damaged part of the cable. Olympus will continue to monitor field performance for this device.